Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that a pinch of an adjacent profunda branch occurred during the treatment of the target lesion. The subject underwent treatment with the ranger drug coated balloon (dcb) on (B)(6) 2021. The target lesion was in the left proximal superficial proximal artery with 6.0 mm proximal reference vessel diameter, 6.0 mm distal reference vessel diameter with lesion length of 60 mm and 90% stenosis. Prior to target lesion treatment, atherectomy was performed with diamondback 360. A 6.0 mm x 60 mm ranger dcb was selected for treatment of the target lesion. During the treatment of the target lesion, a pinch of an adjacent profunda branch occurred which was treated using percutaneous transluminal angioplasty. The complication was resolved. The final residual stenosis was noted to be 20%. There were no patient complications reported.